Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hysterectomy - "energy being used in surgery, but surgeon reported excess bleeding when sealing and cutting. Cer not reported to applied in the usual way. This is an internal report by me to investigate if it was a mechanical fault or not. I have the device key for analysis. Surgeon removed voyant mid way through procedure and continued using ligasure." Type of intervention: "consultant used ligasure to complete the procedure." Patient status - healthy.

Manufacturer narrative:
Investigation summary: the device key was returned for evaluation. The device key activation logs were analyzed. In the absence of the complete incident device, it is difficult to confirm the results of the activation logs and determine the root cause of the incident. The exact root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.